Manufacturer narrative:
Other devices involved in this event: bat216668 - battery / catalog number 1650de / expiration date 04/30/2017. Di #: n/a. (B)(4). Bat220717 - battery / catalog number 1650de / expiration date 07/31/2017. Di #: n/a. (B)(4). Bat221154 - battery / catalog number 1650de / expiration date 07/31/2017. Di #: n/a. (B)(4). Bat220094 - battery / catalog number 1650de / expiration date: 06/30/2017. Di #: n/a. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power sources are switching from one port to the other earlier than expected. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller ((B)(4)) and four (4) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned batteries revealed that the units pass visual inspection and functional testing. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection revealed a loose power port one (1) connector. This finding is not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose power port connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller contained the software master record (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). In addition, log file analysis also revealed a premature power switching event due to a communication error involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is investigating momentary disconnection. Additional products: battery (B)(4). Device available for evaluation? Yes, return date: 2017-08-30. Device evaluated by manufacturer? Yes. Battery (B)(4). Device available for evaluation? Yes, return date: 2017-08-29. Device evaluated by manufacturer? Yes. Battery (B)(4). Device available for evaluation? Yes, return date: 2017-08-29. Device evaluated by manufacturer? Yes. Battery (B)(4). Device available for evaluation? Yes, return date: 2017-08-30. Device evaluated by manufacturer? Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.